Event description:
Reportable based on analysis completed on (B)(4) 2014. It was reported that guide wire kink and crossing difficulties were encountered. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery. The 185cm kinetix guide wire was advanced and encountered resistance while crossing the lesion. A 10mm kinked was found from the distal tip after crossing the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's condition was good. However, returned device analysis revealed core wire broken.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the kinetix guidewire was received with a kinetix shelf box, inner pouch and carrier tube. The returned packaging matched the batch number for this complaint. There was a kink 1cm from the tip. The core wire was fractured and protruding from the kinked location. Magnified inspection of the fractured end of the core wire appears to be consistent with separation due to ductile bending overload. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the kink and protruding core wire. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).